Event description:
It was reported by the sales rep that during a lap gastric bypass procedure, upon trying to first activate the instrument, a solid tone occurred. The tech retightended the instrument, same tone. These steps were repeated with a second piece with the same results. Finally, a third instrument was used. There was no reported patient consequence and two devices have been returned.